Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: part: 07.702.016s lot: 9m53322 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: 10. June 2020 expiry date: 01.dec.2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the vertecem v+ cement kit (p/n: 07.702.016s, lot #: 9m53322) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the cement in the mixer got hardened. No other issues were observed with the returned device. Functional test: a functional inspection of the received device was not performed at cq as the cement in the mixer got hardened. However, the piston was moving forward and backward as intended without any issues. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: a dimensional inspection of the received device was not performed as it is irrelevant to the complaint condition. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed -vertecem mixer no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes, the cement was hardened inside the mixer. Hence confirming the complaint. Investigation conclusion: the complaint was confirmed for vertecem v+ cement kit (p/n: 07.702.016s, lot #: 9m53322) as no functional issues were identified with the returned device. A definitive root cause could not be identified for the reported problem. The hardened cement might be due to the environmental conditions. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent for a surgery. During the surgery of vertebroplasty surgery, after mixing, the product had the problem of early solidification which making it impossible to pull up and down. The surgery was completed with another device. There were no adverse consequences to the patient. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This report is 1 of 1 (B)(4).